Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: (B)(6). E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 10th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated, the light went out during a surgery with no backup light in the operating theater. A mobile light was brought from another room to continue the operation causing a delay in the procedure. According to provided information, power supply of the light was found to be defective. There was no injury reported, however, we decided to report the issue in abundance of caution as an extinction of lighthead during a procedure without backup light source may cause serious injury in case of event reoccurrence.

Event description:
On 9th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated, the light went out during a surgery with no backup light in the operating theater. A mobile light was brought from another room to continue the operation causing a delay in the procedure. According to provided information, power supply of the light was found to be defective. There was no injury reported, however, we decided to report the issue in abundance of caution as an extinction of lighthead during a procedure without backup light source may cause serious injury in case of event reoccurrence.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated, the light went out during a surgery with no backup light in the operating theater. A mobile light was brought from another room to continue the operation causing a delay in the procedure. According to provided information, power supply of the light was found to be defective. There was no injury reported, however, we decided to report the issue in abundance of caution as an extinction of lighthead during a procedure without backup light source may cause serious injury in case of event reoccurrence. Corrected b5 describe event and problem: on 9th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated, the light went out during a surgery with no backup light in the operating theater. A mobile light was brought from another room to continue the operation causing a delay in the procedure. According to provided information, power supply of the light was found to be defective. There was no injury reported, however, we decided to report the issue in abundance of caution as an extinction of lighthead during a procedure without backup light source may cause serious injury in case of event reoccurrence. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a getinge became aware of an issue with one of surgical lights ¿ lucea 100. It was discovered that the light went out during a surgery with no backup light in the operating theater. We decided to report the issue in abundance of caution as the issue can cause serious injury in case of reoccurrence. The device has been repaired by replacement of power supply and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment when the event took place. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.